Event description:
Report received from the USA stating that the device cord had exposed wires. The device was not being used during surgery. It is unk if injury or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).